Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an infection and cholesteatoma at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, it was also reported that the patient was placed under general anesthesia on (B)(6) 2024 for entire area cleaned out of cholesteatoma during the explant surgery.